Event description:
Update: it was reported that the event happened intraoperatively. There was trouble detaching the instrument from the implant in place in the patient. However, physician was still able to implant the 2 cages, but with some difficulties. No problem occurred to the patient.

Event description:
It was reported that during surgery the green part had loosened and prevented the driver sleeve from removing the implant in place in the patient. There was difficulty in detaching the instrument from the implant. Two cages were implanted in the patient without any patient complications.

Manufacturer narrative:
Product analysis: manual evaluation of the green bushing identified looseness, but was unable to remove or unseat bushing from assembly. Functional e xamination with sample implant, holder and handle and was able to securely tighten and retain implant as well as loosen and remove implant. Unable to replicate customer concern. After visual, manual and functional evaluation, the instrument appears to be capable of functioning as intended.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.